Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced one infusion set was fell off. No further information available.